Manufacturer narrative:
(B)(6).

Event description:
This report has been investigated by the philips complaint handling team. Philips received a complaint on the heart start xl+ defibrillator, indicating that the device battery led light¿s function was abnormal.